Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. At the hospital the patient was unconscious and was diagnosed with ketoacidosis. The hospital treated the patient with artificial respiration and insulin via perfusor. The blood glucose results obtained at the hospital were not provided. The doctor assumes that the piston rod on the infusion device was blocked. The patient is stable. At the time of the report the patient was still hospitalized, and will be until next week. The infusion device was returned for product evaluation.